Manufacturer narrative:
The pump passed the self test and the displacement test. No unexpected pump error alarm or pump error alarms noted during testing however, the downloaded history files confirmed pump error alarm (line number (B)(4); file number (B)(4)) alarms due to a software error and pump error alarm (variable 3) is found in the downloaded history files due to broken trace at pin 1 (vdd) u1 on the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received hardware low level failures and software error detected. The customer¿s blood glucose level was 5.3 mmol/l. The customer stated that during self test pump error occurred. This was the second occurrence of the pump error. Troubleshooting was performed. The product will be returned for analysis.